Event description:
Boston scientific crm received info that right atrial (ra) lead became dislodged six months ago, and was unable to be repositioned at the lead revision procedure. A new lead was successfully implanted and to date, no adverse pt effects were reported.